Event description:
During procedure, the disposable harmonic shears stopped cutting. The shears were rinsed and retested. Not cutting. The cord was tested - no failure detected. The generator was working fine. The shears were replaced with new ones, and the procedure continued without further incident.